Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint. (B)(4). Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
As reported by health care professional, the physician was unable to fit an enterprise2 stent (enf402300/10675138) into the microcatheter (type/lot unknown). A second stent was opened and it fit without any issues. The procedure was stent assisted coiling an aneurysm. It was reported that the problem was discovered prior to surgery and the surgery was not delayed more than 30 minutes. Procedure details and patient information is unknown. The device is not available for evaluation as the device is discarded.